Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. The review of the lhr (lot f1034107) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a patient underwent a peripheral intervention procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. There was no report of a pre-procedural femoral angiogram to assess suitability of closure. Post procedure, the physician who is still in training on the use of the mynx, chose the device to close the femoral artery. It was reported that the physician deployed the mynx and when he attempted to remove the deflated balloon, he experienced difficulty pulling it through the advancer tube. The physician made several attempts and eventually removed the device as a whole. The physician converted the patient to manual compression for approximately 15-20 minutes and hemostasis was successfully achieved. The patient tolerated the procedure well, was ambulated and discharged on schedule with no reported clinical sequela. No further information was provided.